Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis and fever in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was hospitalized and diagnosed with peritonitis manifested by abdominal pain, cloudy effluent and fever. On an unreported date, the patient began remedial therapy with cefazoline (1g, twice daily, route not reported) and gentamycin (40mg, twice daily, route not reported). The root cause of the peritonitis was non-compliance. The peritonitis was ongoing and improved. It was not reported whether the fever resolved. The reporting nurse considered the event of peritonitis to be unrelated to dianeal pd4 ultrabag therapy, but rather to non-compliance. The reporter did not provide an opinion of causality for the fever.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.